Event description:
It was reported that an ice sensor retro kit was not properly controlling ice production. It was installed to replace a failed ice sensor but the unit was making too much ice. No pt injury was reported.

Manufacturer narrative:
The unit was returned to the MFR for eval. It was found that the mini air compressor was the source of the excess ice production. The sys was repaired and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.